Event description:
Staff was attempting to set up IV tubing and found the sets to be defective. Twice the tubing had broke/severed just below the blue clamp that goes into the IV pump and once below the drip chamber. All found to be the same lot number so they were pulled from service at our facility and notified the other facilities in our system to find and pull the stock. FDA safety report ID # (B)(4).